Event description:
It was reported that the device was unable to be interrogated via remote transmitter. Abbott technical services was contacted, however, no intervention has been performed at this time. The condition of the patient was not provided.

Manufacturer narrative:
Further information was requested but not received.